Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the diamondclean brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the diamondclean brush head fell off in her mouth. No injury reported. No medical attention was sought.